Event description:
It was reported that there was a hole in the sterile packaging of the device. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. A hole on the inner sterile packaging of the device was discovered. There were no patient complications reported.